Manufacturer narrative:
(B)(4): analysis of the lead found no anomaly. The lead was tested with a known good screening cable. The screening cable was connected to an external neurostimulator (ens), while the distal end was placed in 0.9% saline solution. Using a clinician programmer, normal impedances were measured on all circuits and electrode pair combinations.

Manufacturer narrative:
Concomitant: product ID 977d260, serial# (B)(4), product type screening device. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
It was reported that the impedances were high during the procedure with the trialing lead. The values and electrodes with the issue were not specified. Diagnostic testing and troubleshooting included impedance testing, x-rays, and reprogramming. The device was not implanted, and a different product was used. No patient symptoms were reported. The issue was not resolved and the cause was not determined. The patient was alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.